Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11 - manufacturer narrative: significant glare and/or halos is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The surgeon notes there was a problem with insertion, lens got stuck and could not get unfurled. The lens was implanted upside down. It was noted there was patient injury, mild endothelial damage and glare/haloes with small ring in vision. Intraoperatively the lens was removed and replaced with a same length and power lens. The problem was resolved. The cause of the event was reported as the device and use error.